Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose levels reached 298 mg/dl while wearing the pod between 36 and 48 hours on their arm. The patient reported that they use a steroid cream prescribed by a healthcare professional to apply in between pod changes. The patient treated themselves with a manual bolus.

Manufacturer narrative:
No damages or defects were observed that would contribute to skin irritation. The exact cause of the reported event could not be determined.